Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 523 mg/dl. Cause of high bg was not known. Customer administered a bolus via the pump and a manual injection to address the issue. Reportedly, customer's spouse called 911 and customer "woke up in ER [emergency room]". Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 5 days later with the issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.